Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for 3 high-rate, non-sustained (hrns) episodes, though no oversensing nor short ventricular-to-ventricular (v-v) episodes were noted. It was further reported that there were high rv thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.